Manufacturer narrative:
One device was received for evaluation for the complaint that there was a tear in the air in line sensor. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the tear on dso seal and air detector has a tear on the corner. The complaint confirmed by performing visual and functional performance verification testing and found the air detector is damaged. The air detector was replaced.

Event description:
It was reported that there was a tear in the air in line sensor. There was no reported patient involvement and harm. The status of the product at time of event was during set up.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that there was a tear in the air in line sensor. There was no reported patient involvement and harm. The status of the product at time of event was during set up¿ through visual inspection it was noticed that there was a tear in the dso seal. Relaced dso seal. Calibrated dso, dso failed calibration. Noticed there was a chip in the dso sensor, replaced dso sensor. Upon further inspection uso seal was buckling. Replaced uso seal. The dso sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.